Manufacturer narrative:
Date of event: (B)(6) 2018. Date of this report: 27nov2018. (B)(4). The philips representative assessed the device and confirmed that the ventilator generated an alarm, no allegation of a ventilator malfunction. Therefore the customer didn't provide the serial number of the ventilator and has not request an evaluation of the ventilator by the philips field service engineer. The ventilator was in use during the reported event and reportedly functioned as intended. The v60 ventilator is intended to provide noninvasive and invasive ventilatory support for spontaneously breathing patients, and is not intended to provide the total ventilatory requirements of the patient.

Event description:
The customer reported that the v60 ventilator generated the alarm and there are no allegations of a malfunction. The reported issue was that the elbow of the mask became disconnected by the movement of the patient. The patient was reportedly using the performax full face mask and a v60 ventilator for respiratory failure, twenty four hours a day. The facility reported the v60 ventilator appropriately annunciated an alarm, however the patient succumbed to cardiopulmonary arrest. The patient expired as a result of the reported incident.